Event description:
A physician reported that, after intraocular lens implantation surgery, 19 days later the patient experienced endophthalmitis. An emergency surgery was performed. Currently the patient is monitored with no problems. Additional information was requested and received stating that vitrectomy was performed.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).